Manufacturer narrative:
Device is combination product.

Event description:
It was reported a dissection occurred. Vascular access was obtained via the femoral artery. The 74% stenosed, 10x2.5mm, eccentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and mildly calcified right coronary (rca) artery. Following predilatation, a 12 x 2.5 promus elite drug-eluting stent was implanted. It was noted that significant resistance was encountered while advancing the device. A dissection occurred during the procedure so another of the same device was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.